Event description:
On 11/25/09, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital on (B) (6) 2007 and was ultimately discharged on (B) (6) 2008. While hospitalized, the patient was administered heparin on and after (B) (6) 2007 and suffered cardiogenic shock, respiratory failure, heparin induced thrombocytopenia and other symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. Upon information and belief, on at least one occasion, the heparin administered was alleged to be contaminated heparin.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.